Event description:
The manufacturer received information alleging a simplygo oxygen concentrator was not providing oxygen. The patient's blood oxygen level decreased and was taken to the emergency room and was placed on oxygen. The device was evaluated by a third party service center. The customer's complaint was confirmed. The device's pca, valve, sieve canister and battery connection were replaced to address the issue. The third party service center confirmed the device has evidence of liquid ingress.